Manufacturer narrative:
Evaluation summary: the threaded feature of the impactor head fractured and remains in handle. The damage is too severe for a dimensional analysis. The damage to device can be attributed to normal wear and tear. As returned, the impactor head has fractured. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of nearly 5 years. Impactors become damaged through repeated use due to impactions sustained while in use.

Event description:
It is reported that the plastic impactor broke off during femoral impaction.